Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 3550-29, lot # n401829, implanted: (B)(6) 2014, product type accessory; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4). Analysis of the lead (s/n (B)(4)) found the stimulation lead body conductor was broken.

Event description:
The healthcare provider reported via the manufacturer¿s representative (rep) the patient experienced a progressive loss of electrodes and was seen in the office for an attempt to program around this. As a result the patient underwent a lead replacement on (B)(6). Relevant medical history includes post-lumbar laminectomy syndrome and spinal pain.